Manufacturer narrative:
Troubleshooting of the device with the customer identified that after the AED was used, it was placed into service without pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. Pads were connected and the device was verified as being functional and remains in service.

Event description:
A customer reported their AED is flashing and beeping and will not power on with their dbp-2800 battery pack serial number (B)(6). They reported this occurred a day after the AED was used successfully on a patient.